Event description:
It was reported that the patient experienced a loss of therapeutic effect for the previous "few months." Impedance readings were greater than 4,000 ohms. The patient's implantable neurostimulator and lead were removed. The implantation of a new device was pending the results of the analysis of the removed device. There was no injury to the patient. No information was provided related to the patient's outcome.

Manufacturer narrative:
Visual and function testing of the ins revealed no anomalies found. Evaluation of the lead revealed broken tines at or near the conductor. The outer insulation was intact. Al circuits were open. There were no shorts between the circuits. The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(6) 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.

Manufacturer narrative:
Lead model 3093 lot# b0882339k implanted: unk explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.